Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a dislocation.

Manufacturer narrative:
No device or photos were received, therefore the condition of the component is unknown. Device history records for the hxpe liner were reviewed for deviations and/or anomalies with no deviations or anomalies identified. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation. Product history search revealed no additional complaints against the part and lot combination. Patient¿s adherence to rehabilitation protocol is unknown. A definite root cause cannot be determined with the information provided.